Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer administered a mealtime bolus, and then they vomited the food they consumed. The customer's blood glucose (bg) level subsequently decreased to 42, 45 & 47 mg/dl. The customer used nasal spray to address bg for all three low bgs. Recommendation was made to consult with a healthcare provider to discuss diabetes management.